Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported that while patients were under local anesthesia with sedation, cassettes did not aspirate during cataract surgery. The machine was retested, the handpiece was replaced, but it still did not work. The procedure was completed on the same day after replacing it with another cassette. There was no information about patient impact. Additional information was requested but non received till date. This report pertains to third of the three cassettes involved in this complaint.